Event description:
The customer observed false reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results for one patient. The customer provided the following data: sample ID (B)(6) (heparinized plasma): initial result = 31 s/co, repeat results (with sample recentrifuged) = 32 s/co and 32 s/co. Alinity I hbsag qualitative ii confirmatory neutralization resulted at 99% (confirmed positive). Sample (no ID provided ¿ serum) = nonreactive. Repeat results = nonreactive. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical specificity testing of lot 41077fn00 was performed using retained kits. Testing met acceptance criteria and the product is performing as expected. Based on the investigation, no deficiency for lot number 41077fn00 was identified.